Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The drill was returned with the distal tip fractured off the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that based on the limited information provided, the definitive clinical root cause of the reported adverse event could not be determined. Although we cannot rule out a procedure variance as a contributing factor to the report event, which does not represent a device malfunction. These devices are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. According to the report, the broken piece was embedded in the patient¿s bone, therefore, the potential for micro-motion and or migration of the retained drill tip is unlikely. Although, we cannot make any conclusions on the impact of the non-implantable foreign body. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include inappropriate or excessive force to the device, or an impact event inconsistent with normal use. Based on this investigation, there is no evidence to suggest a design, material, or manufacturing issue. Therefore, the need for corrective action is not indicated. H11: corrected information in h6 (investigation findings).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue relates to known inherent device and/or procedural risks appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. At this moment, smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a hip labrum suture, the microraptor drill broke while drilling the bone hole and was embedded in the bone as the broken piece could not be removed from the patient's body. The procedure was completed with a smith and nephew back up device, it was necessary to drill an additional hole using a microraptor drill guide crown tip curved to prepare the insertion site and leaving a void in the patient. It is unknown if there was a surgical delay. No further complications were reported.